Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. This lead was subsequently surgically abandoned and replaced. This lead remains implanted. No additional adverse patient effects were reported.